Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, after the firing button was pressed, the I beam would not go forward. They double checked with the cartridges after and it happened again. There was no patient involvement.